Event description:
It was reported that a preloaded monofocal intraocular lens (iol) is scheduled for an iol exchange from the patient's left eye due to change the target refraction as visual acuity is impacted. Through follow up, it was learned the lens was explanted from the patient's left eye. The patient has not completed all follow-up appointments yet. As a result, the account did not provide any further information. No further information is available at this time.

Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between jan 11, 2023 and may 11, 2024. Section e1: telephone number: (B)(6). Section h6: health effect - clinical code: 4581 - this code was used for the reported sub-optimal results. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.